Event description:
It was reported a patient experienced peritonitis manifested by fever coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day and began treatment with fortaz (dose, frequency and route not reported) for 12 days. Treatment was then changed to ceftazidime, fluconazole, and cipro (dose, frequency and route not reported) and was ongoing at the time of this report. Five days after receipt of this report, the patient's pd catheter was pulled for an unknown reason. The next day, hemodialysis was started. On an unknown date, the patient recovered from fever. The patient was discharged from the hospital 13 days later and was recovering from peritonitis. The cause of the peritonitis was unknown. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number h13h02053 and h13g31120 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).